Event description:
The manufacturer received information alleging a trilogy 202 ventilator experienced a ventilator service required error code that relates to a failure of the oxygen blending module. It is also noted that the trilogy o2 and 202 printed circuit assembly (pca) repair part is considered to be faulty. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy 202 ventilator experienced a ventilator service required error code that relates to a failure of the oxygen blending module. It is also noted that the trilogy o2 and 202 printed circuit assembly (pca) repair part is considered to be faulty. There was no harm or injury reported. During the evaluation of the device at a third party service center, the service technician confirmed that the oxygen blending module (obm) pca needs to be replaced to resolve the issue. Calibration did not fix the problem alone. After the error code was resolved, the device failed a repair test step relating to the positive flow calibration. The service technician states that the failure occurred due to a loose o-ring seal on the obm flow element. The front enclosure is chipped where the handle meets the main body. The obm flow elements and front enclosure were replaced to resolve the test failure. The device passed all final testing. Additionally, the pollen filter was replaced for preventative maintenance. It is noted that the whisper cap, blower bellow, and obm gasket are contaminated, and the rubber feet are missing. No further investigation is required. The section h coding has been updated to reflect this information.